Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal elective replacement indicator (eri) battery status and replaced with another guidant crt-d. This device was included in the recall advisory for a potential to short circuit during shock delivery, and was forwarded to the laboratory for detailed testing.